Manufacturer narrative:
On (B)(6) 2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis observed no visual damages or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30212669l number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a redo-atrial fibrillation (afib) ablation procedure with thermocool smart touch sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The procedure started normally, the webster coronary sinus (cs) and right ventricular (rv) catheters were placed, and transseptal puncture was performed. The left atrium (la) was mapped with a lasso nav eco variable catheter and the ablation was performed with the thermocool smart touch sf bi-directional navigation catheter only on the left inferior pulmonary vein (lipv) and right inferior pulmonary vein (ripv). During ablation phase, the patient¿s blood pressure slowly decreased, and the echo revealed cardiac tamponade. Pericardiocentesis and blood aspiration were performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage, and the blood pressure recovered. Extended hospitalization was not required. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No bwi product malfunctions were reported. Transseptal puncture was performed with a brk transseptal needle. There was no evidence of steam pop during the ablation. The flow was set between 8-15 ml/min. No error messages were observed on any bwi equipment during the case.

Manufacturer narrative:
It was reported that a 75-year-old female patient underwent a redo-atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The procedure started normally, the webster coronary sinus (cs) and right ventricular (rv) catheters were placed, and transseptal puncture was performed. The left atrium (la) was mapped with a lasso® nav eco variable catheter and the ablation was performed with the thermocool® smart touch® sf bi-directional navigation catheter only on the left inferior pulmonary vein (lipv) and right inferior pulmonary vein (ripv). During ablation phase, the patient¿s blood pressure slowly decreased, and the echo revealed cardiac tamponade. Pericardiocentesis and blood aspiration were performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage, and the blood pressure recovered. Extended hospitalization was not required. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No bwi product malfunctions were reported. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly; the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No bwi product malfunctions were reported. Manufacturer¿s ref # (B)(4).